Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2020-jan-21 rtg0006409 (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2020, the patient lifted something heavy and tossed it, and following that they had bad sharp stabbing pain between their shoulders when they move a certain way. They commented it felt like when they had the leads put in the first time. The patient reported they think they ripped a lead. The patient hadn't used their therapy or device in over a year because they hadn't needed it for their pain management. Now, they wanted to try using it, so it was reviewed they would likely need to do passive recharging and redirected the patient to see their doctor to check the lead. The patient needed to charge the external equipment before they could troubleshoot with the ins. It was noted the patient would call back for further assistance, if needed. No further complications were reported or anticipated.